Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2010. On (B)(6) 2012, plaintiff had essure removal performed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had the devices removed two years later. This event, seen as medical device removal, is anticipated according to technical analysis. If device removal is necessary, surgery may be required. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causal relationship between this event and essure use cannot be excluded and therefore this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included c-section, heart rate decreased, amniotic fluid volume decreased and recurrent abortion. Concurrent conditions included hypotension since 2016. Concomitant products included amlodipine (amlodipine), diphenhydramine hydrochloride and intrauterine contraceptive device (iud nos). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), uterine pain ("I have constant pain in my uterus and the pain is worse during my menstrual cycles/pain"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower stomach both side"), gait inability ("I couldn't walk") and lumbar spinal stenosis ("lumbar stenosis") and was found to have a pregnancy with contraceptive device ("I was found out I was pregnant"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain and allergy to metals had resolved, the genital haemorrhage had not resolved, the dysmenorrhoea was resolving and the uterine pain, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain lower, pregnancy with contraceptive device, gait inability and lumbar spinal stenosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, gait inability, genital haemorrhage, hypersensitivity, lumbar spinal stenosis, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included c-section, heart rate decreased, amniotic fluid volume decreased and recurrent abortion. Concurrent conditions included hypotension since 2016. Concomitant products included amlodipine (amlodipin), diphenhydramine hydrochloride and intrauterine contraceptive device (iud nos). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In september 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), uterine pain ("I have constant pain in my uterus and the pain is worse during my menstrual cycles/pain"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower stomach both side"), gait inability ("I couldn't walk") and lumbar spinal stenosis ("lumbar stenosis") and was found to have a pregnancy with contraceptive device ("I was found out I was pregnant"). The patient was treated with surgery (salpingectomy one side removal of fallopian tube). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain and allergy to metals had resolved, the genital haemorrhage had not resolved, the dysmenorrhoea was resolving and the uterine pain, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain lower, pregnancy with contraceptive device, gait inability and lumbar spinal stenosis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, gait inability, genital haemorrhage, hypersensitivity, lumbar spinal stenosis, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: most recent follow-up information incorporated above includes: on 27-apr-2020: social media received- new events I was found out I was pregnant, device ineffective,lumbar stenosis, I couldn't walk were added. Reporter was added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 11-nov-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm any quality defect or device complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. At this time there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had the devices removed two years later. This event, seen as medical device removal, is anticipated according to technical analysis. If device removal is necessary, surgery may be required. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causal relationship between this event and essure use cannot be excluded and therefore this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("I have constant pain in my uterus and the pain is worse during my menstrual cycles/pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)).essure was removed on (B)(6) 2012. At the time of the report, the medical device removal, genital haemorrhage, dysmenorrhoea, uterine pain and hypersensitivity outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hypersensitivity, medical device removal, pelvic pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this invtigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record.we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm any quality defect or device complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. At this time there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: patient demographic and events (abnormal bleeding (general), dysmenorrhea (cramping), allergic or hypersensitivity reaction, constant pain in my uterus) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypotension since 2016. Concomitant products included amlodipine (amlodipin), diphenhydramine hydrochloride (benadryl) and intrauterine contraceptive device (iud nos). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("I have constant pain in my uterus and the pain is worse during my menstrual cycles/pain"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower stomach both side"). The patient was treated with salpingectomy - one side removal of fallopian tube). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain and allergy to metals had resolved, the genital haemorrhage had not resolved, the dysmenorrhoea was resolving and the uterine pain, hypersensitivity, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy , lower stomach both side , she did not undergo essure confirmation test were added. Concomitant drugs, reporter added. Essure implant date updated to (B)(6) 2005. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.